Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (damaged usb pins).

Event description:
It was reported that the pump battery was observed to be depleting rapidly. There was no reported impact to the customer's blood glucose level. The contact declined to provide further information to tandem technical support and declined troubleshooting assistance, therefore no additional information could be obtained.